Event description:
Pt was undergoing a suction d & c using a uterine evacuator machine. During the procedure, the suction was not strong enough to remove the tissue and the pt began to bleed heavily. Blood loss approx 1200 ml. Vaginal ultrasound performed and diagnostic laparoscopy done to complete the procedure. There was a need to borrow another machine from outpatient surgery. This unit was older than 20 years old and the mfg. Has changed hands many times. Our biomedical department is checking the machine but it appears the equipment is past it's prime. Diagnosis or reason for use: uterine suction for d & c. Event abated after use stopped: yes.